Event description:
The physician was attempting to deploy a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient with stenosis and calcification present. It was reported that the lesion was pre-dilated four (4) times however the stent could not pass the lesion. A 0,014 grafix guidewire was used to support the lesion; however the stent still could not pass the lesion. Force was required to advance and remove the stent from the lesion. The stent was removed from the patient and another brand stent was then used to complete the procedure. When the stent was returned to the manufacturing facility for evaluation, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The distal tip was flared and damaged. No damage was evident to the hypotube, transition tubing or the distal shaft. Struts on the 5th proximal segment were raised and pulled proximally; struts on the 6th proximal segment were raised and pulled distally. The stent has moved distally over the distal inner marker; however this was most likely due to the stretching evident at the 5th and 6th proximal segments.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent damage). Patient condition affected effectiveness of the device (patient lesion morphology, calcification and stenosis). Failure to follow instructions (force used). Evaluation conclusion: deformation problem. Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcification and stenosis). Known inherent risk of procedure (failure to deliver stent and stent damage). Failure to follow instructions (force used). (B)(4).